Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that they replaced the batteries due to a low battery alarm after a shower and then the insulin pump alarmed button error. Customer stated that they have to press the buttons several times to get a response. Customer's blood glucose reading at the time of the call was 155 mg/dl. No further info reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. However the device was received with normal operating currents and no unexpected off no power, low battery or failed battery tests. No moisture damage on the electric assembly was observed during visual inspection. Cracks to the case, battery tube threads, reservoir tube lip and a scratched lcd window also noted.